Manufacturer narrative:
Suite pc software reinstalled; logs erased. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system restarting intermittently after exiting service mode on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.